Manufacturer narrative:
An agfa clinical analyst performed a retro-analysis and reported the findings to agfa service and agfa product quality manager. Agfa's investigation into this occurrence of rmat customizations has revealed that this specific change had the potential to introduce clinical inaccuracies in patient reports. Specifically: the new finding was created labeled "can't ro rec cta" (under left atrium/mass), with a sentence that refers to recommending a tee (not a cta). Potential impact: when the user attempts to select that a cta is recommended, the sentence produced will state that a tee is recommended, leading to a change of an incorrect study being performed, delaying the actual recommended study and potential diagnosis/treatment following that. A CT angiogram is a very different study than a tee. As stated, this has the potential to result in inappropriate treatment. There has been no reported pt harm for this occurrence. A reportable correction is underway for this issue and has been reported to the FDA via reference #z-2112-10. Agfa will follow the rmat post market verification work instructions to correct the sentence finding. Any further investigation for the site described in this report will be documented in the ongoing cfr part 806 reporting. (B)(6).

Event description:
Agfa submitted MDR report #1225058-2010-00001 to the FDA on june 7, 2010 for a site in the us. A 14th occurrence is being reported for the same issue/same device: impax cv results management administration tool (rmat). Within this 14th occurrence are 23 different study dates in which an individual MDR report will be submitted for each associated study date and medical record number (mrn). Currently, 23 reports contain this incorrect finding information. This is an internal discovery determined during the implementation of the associated problem correction plan, rmat verification, as reported in FDA z-2112-10.